Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for reach j&j floss waxed mint 55yd USA 381370092179. Upc = (B)(4), lot # = ni, UDI = (B)(4), lot number: ni expiration date: na. Device is not expected to be returned for manufacturer review/investigation. Product photograph was received for evaluations for a broken cutter. Upon visual evaluation of the photograph, it was noted that the metal cutter was completely separated from the insert assembly. It is unknown how the product was being used at the time. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with reach j&j floss waxed mint 55 yd. The consumer reported that cutter on the floss was not installed correctly and will not stay stuck in the dispenser. The consumer provided photograph showing the floss metal cutter is still attached to a piece of the plastic but was broken away from the dispenser insert. There was no adverse event associated with this event.